Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery on 2017 and enhancement procedure on (B)(6) 2018. Patient presented on (B)(6) 2018 with epithelial ingrowth in left eye. Irrigation of left eye was done to remove the ingrowth. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of itchy, discomfort and scratchy eye. Patient reported symptoms are not interfering with daily activities and symptoms resolved on (B)(6) 2018. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.50 x -.50 x 56, left eye pre-op 20/20 -.75 x -1.25 x 93. Bcva from (B)(6) 2017: right eye post-op 20/20 -.50 x -.25 x 10, left eye post-op 20/20 -.25 x -.25 x 29. Right eye post-op 20/20, left eye post-op 20/30.